Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
During inserting into the target aneurysm, two orbit mini complex fill coils ((B)(4)) stretched. During placement, the coils were left in the aneurysm, while the microcatheter was repositioned, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter, and the same microcatheter was used with the next device. The procedure was completed with filling out the target aneurysm with other coils. Other than what was reported, no damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and both components will be returned for analyses.

Manufacturer narrative:
During inserting into the target aneurysm, two orbit mini complex fill coils (637mf3575/ 15640006 & 637mf0202/ 15576556) stretched. During placement, the coils were left in the aneurysm, while the microcatheter was repositioned, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter, and the same microcatheter was used with the next device. The procedure was completed with filling out the target aneurysm with other coils. Other than what was reported, no damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and both components will be returned for analyses. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received unzipped and it was found without damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper were inspected and were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damages while the embolic coil stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of stretched coil during placement was confirmed. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The damages found on the unit may have occurred during shipping, since it was reported that other than the reported event, no other damages were noted on the device. It was reported that that the coil was left in the aneurysm while the microcatheter was repositioned. The instructions for use cautions that during coil positioning, repositioning the infusion catheter while the coil is deployed can lead to damage and/or premature detachment of the coil. This procedural factor and vessel/target site characteristics may have contributed to the reported stretching of the coil. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. Additionally, inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15576556 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4).